Manufacturer narrative:
(B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required.

Event description:
The customer alleges that the unit is not heating. Product usage when the alleged defect was encountered is unknown. No report of a patient injury.